Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, service required and ventilator inoperative codes were observed in the device's downloaded error log. The device's system board, sensor board, blower motor and oxygen blending module board were replaced to address the issue.

Event description:
The MFR rec'd info alleging a "svc required" alarm condition occurred. The device was not in pt use.